Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 80% stenosed de novo targeted lesion was located in a moderately tortuous and moderately calcified unspecified vessel. The physician advanced the 5.0mm x 20mm x 40cm sterling otw balloon to the lesion for pre-dilation and upon the first inflation to 4atms the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).